Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a 52-year-old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, gastritis, parity 5 and abortion. No allergies or previous surgeries. . Previously administered products included for contraception: medroxyprogesterone. Concomitant products included diazepam and ibuprofen (ibuprofeno). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), constipation ("intestinal constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain during urination"), swelling ("swelling nos"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced procedural pain ("pain during insertion"). The patient was treated with surgery (essure removal in (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety and nausea outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, dyspareunia, dysuria, insomnia, nausea, pelvic pain, procedural pain, swelling, toothache and weight increased to be related to essure. The reporter commented: consumer started on menopause at 49-years-old. Lot number d40621, production date 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pelvic pain') in a (B)(6) year old female patient who had essure (batch no. D40621) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bronchitis, gastritis, parity 5 and abortion. No allergies or previous surgeries. Previously administered products included for contraception: medroxyprogesterone. Concomitant products included diazepam and ibuprofen (ibuprofeno). On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), constipation ("intestinal constipation"), dyspareunia ("pain during sexual intercourse"), dysuria ("pain during urination"), swelling ("swelling nos"), insomnia ("insomnia"), toothache ("teeth pain"), alopecia ("hair loss"), anxiety ("anxiety") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced procedural pain ("pain during insertion"). The patient was treated with surgery (essure removal in (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, constipation, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety and nausea outcome was unknown. The reporter considered alopecia, anxiety, back pain, constipation, dyspareunia, dysuria, insomnia, nausea, pelvic pain, procedural pain, swelling, toothache and weight increased to be related to essure. The reporter commented: consumer started on menopause at (B)(6) years old. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.